Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, the patient underwent endovascular repair of a thoracic aortic aneurysm using two gore tag thoracic endoprostheses (tg3715/06490733, tg3715/06616663). Prior to the implantation of the stent grafts, a bypass procedure was performed from the brachiocephalic artery to the left common carotid artery (lcca) and to the left subclavian artery (lsca) using a surgical graft. Two stent grafts were then deployed just below the lcca, and the lsca was intentionally covered and coil-embolized. The procedure was concluded without endoleaks or other adverse events revealed to the patient. On (B)(6) 2010, the patient was discharged from the hospital. Aneurysm diameter was 60mm at the time of hospital discharge. On (B)(6) 2010, in six-month follow-up study, it was revealed that aneurysm had enlarged to 70mm. Later in three more follow-up studies, it was revealed that the aneurysm enlargement had persisted, though a wait-and-watch approach was continued. On (B)(6) 2013, in four-year follow-up study, a distal type I endoleak was revealed. The aneurysm had enlarged to 85mm. It was reported that, as the physician was concerned with a risk of paraparesis due to a long coverage length of the stent grafts, the distal stent graft was deployed to avoid coverage of the adamkiewicz artery. It was also reported the distal landing zone was not long enough to obtain a good wall apposition, causing a distal type I endoleak. On (B)(6) 2014, the patient was implanted with a conformable gore tag thoracic endoprosthesis (tgu454515j/11538658) to treat the distal type I endoleak. On (B)(6) 2015, in five-year follow-up study, endoprosthesis infection was revealed. Endoleaks could not be identified, but aneurysm diameter had shrunk to 67mm. On (B)(6) 2015, the patient underwent open thoracic surgery to treat the endoprosthesis infection. A part of the aortic arch as well as the descending thoracic aorta were replaced with a surgical graft, and the esophagus was surgically repaired.